Event description:
Pt underwent exploratory laparotomy, total proctocoletomy and endilleostomy in 2004. During procedure, two fully perforated jackson pratt drains were placed in the presacral space and sutured in placed in the presacral space and sutured in place with 2.0 nylon. Upon attempted removal of 1 of the jp drains at bedside, 4 days later the tubing snapped and broke. Some tubing retracted beneath the skin level. Attempt made to retrieve the tube at bedside was successful. Pt to or where pt underwent removal of retained jp drain. Pathology reports confirms specimen consistent with drain.